Event description:
It was reported that a cartridge alarm occurred during insulin delivery. At the time of the call, the customer did not yet have an alternate method of insulin therapy, but stated they would obtain one. There was no adverse impact to the customer¿s blood glucose level.